Event description:
It was reported that the valve was explanted after an implant duration of approximately 1 year due to prosthetic aortic valve endocarditis. It was identified, through review of source documentation provided, that the patient had several episodes of prosthetic valve endocarditis with strep. The valve was well seated and healed in upon inspection; however, there was an abscess cavity along the non-coronary cusp of the valve which need to be debrided. The device was explanted and replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. In this case, the operative report documents prosthetic valve endocarditis with strep. Although the root cause of this event cannot be confirmed without the sample device, it appears that this event was likely due to patient related factors. The healthcare provider also indicated that there was no malfunction of the edwards device. No further actions are possible with the available information.